Event description:
It was reported that the neurostimulator suddenly stopped working. No symptoms or injury were reported. The device was replaced. The pt was reported to be in good condition after the replacement.